Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
(B)(6) 2026 the nurse in charge of the noon to the central venous catheter replacement of uxi found a septum needleless sealed infusion connector positive pressure connector connection leakage, two people to confirm the obvious leakage of fluid, the quality of the quality is not qualified, and then re-replace the connector after the normal infusion. Nursing staff unpacked the outer packaging and found that the cannula connector was dislodged and could not be used